Manufacturer narrative:
This report is submitted on august 18, 2022.

Event description:
It was reported that the patient's y battery charger has melted. There was no allegation of serious injury associated with the issue.